Event description:
Additional information was received from the manufacturer representative (rep) reporting that the implant was replaced. It is not known at this time if the issue is resolved as the device will not be turned on until a yet to be scheduled appointment with provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (B)(6) found that there was abnormal function of an integrated circuit on the hybrid circuit board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is depleting rapidly. The left chest device was at 2.26v on (B)(6) 2021. The patient is programmed with the following parameters: c+ 2- 1.2v 90us 130hz. The manufacturer representative (rep) indicated that they checked impedance values and found monopolars are between 672 - 700 ohms: c/2 680ohms, bipole pairs 2/3 751ohms, 0/2 955ohms, 1/2 805ohms, therapy impedances: 678ohms. The rep moved the arm and tested impedances and did not see a significant change in impedance values. The patient reported that last year, the patient thought that they got up from the bed too fast and the patient blacked out, fell, and broke a rib. The patient indicated that they some cardiac testing with her at the time. The rep indicated that they did not discover any underlying issue associated with the fall. The patient is getting effective therapy. The issue was not resolved through troubleshooting. The rep will follow-up with the managing physician and attempt to get some historic impedance information and may get x-rays. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep) reporting the troubleshooting performed was they ran an electrode impedance and therapy impedance in different arm/neck positions to see if any kind of underlying short circuit would be a possible reason for this rapid depletion. All were within normal range and did not vary with testing in the different arm/neck positions. The cause was not determined. The intervention taken was the rep discussed a number of potential options with the physician to decide. The physician decided to turn it off to preserve any little battery remaining if further troubleshooting is needed. The issue was not resolved. The rep will follow up if they get more information from the physician.